Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Elevated results. Testing was performed using an in-house file kit of architect stat troponin-I lot 42858un10. Architect troponin-I panel 1 was tested. Validity criteria were met and all replicates of the panel were within the acceptance criteria of 0.22-0.42 ng/ml. Customer complaint data was reviewed and no adverse trends were identified. The architect stat troponin-I package insert was reviewed and was found to adequately address the issue. Information from the intended use and limitations of procedure sections of the package insert were communicated to the customer to assist in their evaluation of patient results. The investigation did not identify a product deficiency.

Event description:
The account stated that an elevated architect troponin result of 199 ng/ml was generated on a patient that shows no signs of anomaly or cardiac troubles. The sample was repeated with similar results. There was no report of impact to patient management.